Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during an unknown procedure, the obturator would not fit into the sleeve. Another device was used to complete the case. There was no adverse consequence to the patient.